Event description:
Md attempted to calibrate the pulse dye laser in order to treat a patient. Once the laser was calibrated, dr proceeded to start treatment on patient. The laser was okay for about a minute then prompted dr. The dr had to re-calibrate the laser. Dr attempted to re-calibrate but the laser would not respond. Machine was turned off. This writer noticed a strong odor in the room. I checked the laser and noticed a leak at the back of the machine where the dye canister is attached to the laser. We have not had this type of problem with this device before this event.